Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This case, with patient identifier (B)(4) (nano system), is related to case with patient identifier (B)(4) (aviva system).

Event description:
Customer reportedly received the following results on a nano meter, compared to an aviva meter, within 10 minutes: 115 mg/dl on nano meter and 60 mg/dl on the aviva meter. No adverse event reported. Customer declined to be sent a new meter and will not be returning the unknown nano and strips.